Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. After a 5f non-bsc guide catheter was engaged and a jupiter fc guide wire was crossed the lesion, a 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3mmx24cm non-bsc balloon catheter. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.